Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 toggle switch was stuck in the on position. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws had minimal signs of usage. There was no evidence of blood. The device was tested for deactivation after releasing the toggle. The device did not fully deactivate when the tool was in the cannula with the shaft flexed at an angle. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly was opened up and a small tear and evidence of melting were found in the shrink tubing on the welder unit wire. Based upon these observations of toggle sticking and shrink tubing torn, the reported complaint for "toggle switch stuck on and would not activate" was confirmed. (B)(4).